Event description:
Reporter didn't know if machine or handpiece caused a corneal burn.

Manufacturer narrative:
A company service rep checked system, including phaco handpiece and found them both to meet performance specifications. Customer was contacted regarding possible causes of thermal injuries. Questionnaires have not been returned to date.